Event description:
It was reported that a lead implanted on april 22 was found to be dislodged on april 27. The lead was explanted and replaced with another unit. The patient experienced no consequences.

Manufacturer narrative:
Correction: the correct code for the investigation conclusion (h6) should have initially been "unintended user error".

Manufacturer narrative:
The reported events were lead dislodgement and helix mechanism issue. A complete lead was returned in one piece with the helix extended and clogged with blood/tissue. The reported event of helix mechanism issue was confirmed. X-ray showed that the inner coil inside the connector region was over torqued consistent with procedural damage. After applying torque to the inner coil, the helix could be retracted and extended. The full measured helix extension length was within specification. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged and over torque of the inner coil.